Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: the black box showed multiple cs128/cs177 (replace battery alarms and low battery warnings) occurring due the use of a discharged battery. No evidence of a short battery life was observed. The battery compartment and cap were undamaged and able to fit securely. ¿ez-prime¿ steps were performed correctly and all current readings are within specifications. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed and no intermittent condition was found to the pcb or to the cgm module.